Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed broken device of plug strap, creases and missing of plug strap were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. Healthcare professional reported exchange from textured to smooth implant due to the patient's concerns with the product. Record is for left side. Device has been explanted and replaced.